Manufacturer narrative:
The complaint of leakage on the 142560488 could not be confirmed. No product samples, videos, photos were returned for investigation. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device was received but the investigation has not yet begun.

Event description:
A user facility medwatch (mw5089038) was received stating that the device experienced a taxol leak. The patient noticed a puddle on the footrest of her recliner but it did not get on the patient. The patient's chair was decontaminated. There was no report of patient harm. No additional information is available.